Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, the tip of the driver broke off. The surgeon was able to retrieve the broken piece and successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.